Event description:
It was reported that the customer was hospitalized for high blood glucose levels over 600 mg/dl. It was stated that all of the programming had been erased on the insulin pump. Troubleshooting was not possible at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.